Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarm, battery power loss alarm or no delivery/insulin flow blocked alarm noted during testing.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working as designed. The customer¿s blood glucose level was over 300 mg/dl and other blood glucose value was 384 mg/dl and 21.4 mmol/l. The customer did experience symptoms such as nausea, vomiting as a result of high blood glucose. The customer was treated by manual injection. It was also reported that the customer received no delivery alarm during priming but it was resolved by changing complete set. Insulin pump will not be returned for analysis.